Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-00433. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully placed multiple ruby coils using the handle. The physician then was unable to detach a ruby coil, despite attempting to detach it with the handle twice, and despite the pet lock being broken. The ruby coil was therefore removed, and the procedure was completed using a new ruby coil and the same handle. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This report is associated with MFR report number: 3005168196-2018-00432.